Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no visible damage on the device. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be an over specification expulsor. The expulsor was replaced and preventive maintenance performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was found to be over-infusing. The event occurred during preventive maintenance, there was no patient involvement.